Event description:
Tap. It was reported that 113 days after implantation of a 2.5x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis was not reported. A 2.5x20mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis was not reported. The patient received integrilin during the procedure. Complications were not reported. The patient presented 113 days after the initial procedure with a 90%, "tight" in-stent restenosis in the lad. Intravascular ultrasonography was performed on the vessel. Subsequently, 2.5x18mm cordis cypher stent was deployed in the mid lad. Percutaneous transluminal coronary angioplasty was performed with the "2.5x18mm stent balloon." A post-intervention residual stenosis of 0% was reported. Complications were not reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8403669 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.